Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of an adult female plaintiff in united states on 13-jun-2016 who had essure (fallopian tube occlusion insert) inserted in 2009. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. In or around (B)(6) 2015, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation (ptc global number: (B)(4)) received on 22-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. Plaintiff underwent a hysterectomy to have the essure coils removed. This event is listed according to the reference safety information for essure. In this case, it was reported that she never experienced this event prior to essure insertion and it occurred post-procedure period of essure insertion. Considering compatible temporal relationship and lack of plausible alternative explanation, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("within the proximal lumen of each tube segment there is an embedded tightly coiled wire essure contraceptive device") and pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("discomfort"), abdominal distension ("abdominal bloating"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, abdominal pain, abdominal discomfort, abdominal distension, menorrhagia, back pain, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, back pain, embedded device, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure removal date provided in mr : (B)(6) 2016 (discrepancy noted per mr). Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2016: surgical pathology report - diagnosis - fallopian tubes, right and left, segments: normal cross sections identified (sterilization procedure). Specimen: bilateral fallopian tubes. Gross description: within the proximal lumen of each tube segment there is an embedded tightly-coiled wire essure contraceptive device. Preoperative and postoperative diagnosis: pelvic pain. Normal tubes, ovaries and uterus. Some old pelvic adhesions on the right lower peritoneum indicating old infection. Endometriosis implant on the right ovary procedure: using the ligasure bilateral salpingectomies were performed. Careful attention at the cornua was made to make sure I removed the proximal portion of the essure coil as this was very important to her. The left side removed easily. On the right side I had to open the tube linearly and excise the proximal portion of the coil. The tubes were removed though the left lower port. The procedure was terminated and the patient was taken to the recovery room in good condition. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received: event "within the proximal lumen of each tube segment there is an embedded tightly coiled wire essure contraceptive device", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('within the proximal lumen of each tube segment there is an embedded tightly coiled wire essure contraceptive device') and pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("discomfort"), abdominal distension ("abdominal bloating"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, abdominal pain, abdominal discomfort, abdominal distension, menorrhagia, back pain, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, back pain, embedded device, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure removal date provided in mr : (B)(6) 2016 (discrepancy noted per mr). Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2016: surgical pathology report - diagnosis - fallopian tubes, right and left, segments: normal cross sections identified (sterilization procedure). Specimen: bilateral fallopian tubes. Gross description: within the proximal lumen of each tube segment there is an embedded tightly-coiled wire essure contraceptive device. Preoperative and postoperative diagnosis: pelvic pain. Normal tubes, ovaries and uterus. Some old pelvic adhesions on the right lower peritoneum indicating old infection. Endometriosis implant on the right ovary procedure: using the ligasure bilateral salpingectomies were performed. Careful attention at the cornua was made to make sure I removed the proximal portion of the essure coil as this was very important to her. The left side removed easily. On the right side I had to open the tube linearly and excise the proximal portion of the coil. The tubes were removed though the left lower port. The procedure was terminated and the patient was taken to the recovery room in good condition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.